Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box and alarm history showed no alarms/warnings related to the complaint occurring. During testing, the pump performed the prime/rewind steps with no issues occurring. All boxes were filled appropriately on the display was steps were completed. The complaint that the boxes in the ezprime menu would not fill in after performing a step was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the boxes in the ezprime menu would not fill in after performing a step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.